Event description:
It was reported that the system 7 battery was broken in half when received at the manufacturer facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the sytem 7 battery was broken in half when received at the manufacturer facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The event was confirmed by the technician through visual inspection. The battery housing was cracked/damaged. It is possible that the damage occurred due to excessive sideload. The battery was placed in parts retention.